Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2013 due to recurrent hernia and adhesion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.